Manufacturer narrative:
Additional devices listed in this report: 8 stryker screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device is not available to stryker.

Event description:
From (B)(6) 2013 through (B)(6) 2014, smith was hospitalized at (B)(6) hospital during which he received treatments for two bacterial infections, which allegedly resulted from the erosion of the humerus alleged caused by defective hardware manufactured by stryker and by the defective cancellous bone manufactured by bacterin which both were used in (B)(6) 2013 procedure.